Manufacturer narrative:
(B) (4). (B) (4) - urinary tract infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B) (6) 2008 for urinary incontinence. At the first post-operative visit the patient was diagnosed with a urinary tract infection and was placed on oral antibiotics with success. Approximately every two months after that time the patient has had a re-occurence of the urinary tract infection. This year the patient has been diagnosed with urinary tract infections on (B) (6) 2010, (B) (6) 2010, and (B) (6) 2010. The patient has an appointment in early (B) (6) 2010 to discuss treatment options including possibly having the sling removed. Additional information has been requested.